Event description:
The article, "minimally invasive mitral valve surgery: standard vs. Endoscopic approach", was reviewed. This research article is a retrospective single-center experience to evaluate the clinical outcomes of standard minimally invasive mitral valve surgery (st) versus the endoscopic (emic) approach. The devices included in the study were carpentier-edwards, epic, and open pivot. The article concluded that the emic approach was feasible within a high-volume center performing routine minimally invasive mitral valve surgery. [The primary and corresponding author was thomas walther, department of cardiac and vascular surgery, university hospital frankfurt and goethe university frankfurt, frankfurt am main, germany, with corresponding e-mail: t.walther@med.uni-frankfurt.de.] This study included patients who underwent minimally invasive mitral valve surgery from 01 january 2018 to 30 june 2024. A total of 688 patients were included in the study, of which an unknown amount received an abbott device. The average age was 61.9 years. The majority gender was male. Comorbidities include non-sinus rhythm, chronic obstructive pulmonary disease, and prior stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with multiple co-morbidities including non-sinus rhythm, chronic obstructive pulmonary disease, and prior stroke.. Complications reported included myocardial infarction, pericardial effusion, renal failure, atrial fibrillation, cognitive changes, surgical intervention (permanent pacemaker, re-thoracotomy), unexpected medical intervention (renal replacement therapy, ECMO), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: minimally invasive mitral valve surgery: standard vs. Endoscopic approach. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature: minimally invasive mitral valve surgery: standard vs. Endoscopic approach. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "minimally invasive mitral valve surgery: standard vs. Endoscopic approach", was reviewed. This research article is a retrospective single-center experience to evaluate the clinical outcomes of standard minimally invasive mitral valve surgery (st) versus the endoscopic (emic) approach. The devices included in the study were carpentier-edwards, epic, and open pivot. The article concluded that the emic approach was feasible within a high-volume center performing routine minimally invasive mitral valve surgery. [The primary and corresponding author was thomas walther, department of cardiac and vascular surgery, university hospital frankfurt and goethe university frankfurt, frankfurt am main, germany, with corresponding e-mail: t.walther@med.uni-frankfurt.de.] This study included patients who underwent minimally invasive mitral valve surgery from 01 january 2018 to 30 june 2024. A total of 688 patients were included in the study, of which an unknown amount received an abbott device. The average age was 61.9 years. The majority gender was male. Comorbidities include non-sinus rhythm, chronic obstructive pulmonary disease, and prior stroke.